Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the lead impedance was sut up in dual coil configuration and the lead impedance measurement was greater than 125 ohms. The configuration was changed to single coil and a measurement was performed before programming the configuration back to dual coil. The measurements were appropriate following the change. No adverse patient effects were reported.